Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00345 and 1225714-2014-00346.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-00345 and 1225714-2013-00346. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a cardiac event that was sudden in nature within 24 hours of dialysis and expired a week later. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.